Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of dissection is listed in the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the left anterior descending (lad) artery with moderate calcification and moderate tortuosity. After pre-dilatation, the 3.5x38mm xience skypoint stent delivery system (sds) was advanced to the target lesion and the stent was implanted; however, a proximal edge dissection was noted. Therefore, another xience skypoint stent was implanted to treat the dissection. No additional information was provided.